Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. During an attempt to reposition the lead, the insulation was found to be cut.